Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
During final tightening for a veptr ii primary insertion procedure, the nut on the ti rib hook assembly sheared off. The hospital discarded the nut. Surgeon did not remove the hook. The shaft of the screw threads were locked down and remain in the pt without the nut. Surgeon noted it was locked down and felt it would not loosen.